Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b31 error. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. Based on the results of the investigation the customer allegation was confirmed. However, a root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Ltf-s190-5/10 operation manual [chapter 3 preparation and inspection_3.8 inspection of the endoscopic system]. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.